Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon started the procedure with a smoke evacuation pencil and at one point decided to put the electrode on a standard monopolar pencil. The electrode could not be removed by surgeon's hand and opted to use a kelly clamp. Shortly after the electrode was switched back to the smoke evacuating pencil and this time the tech removed the electrode using the kelly clamp as well. This time, there were burns noticed on patient's right nipple with four small burns a less than half of one centimeter in size each so the surgeon inspected the electrode and saw clamp marks in the area of the failed part of the insulation. A new electrode was opened and used without any further issue. Burns site were treated with neosporin medication after the procedure.